Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012; inratio inr: above 7.0; lab inr: 1.7 (within three hours). Client was unable to provide exact inr value; client stated the value was >7.0.

Manufacturer narrative:
Investigation pending.